Event description:
While ventilating a pt it was noticed that the expiratory valve was closed and not working. The pressure indicator showed a pressure but its level could not be read. There was no flow and a flow alarm was generated. The pt was ventilated manually. After a trigger initiation on the device, it worked again. As a precaution, the expiratory flow converter was exchanged.